Manufacturer narrative:
One medfusion pump was received with a chipped out on the ear clip. The event history log was reviewed and there was a primary audible alarm background test message. An occlusion test was performed and the reported issue was unable to be duplicated. The cause of the intermittent problem was unable to be determined since no physical or any other damage was found on the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background. There was no reported adverse event.